Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) presented in the eye with a broken haptic. The surgeon exchanged the iol and the case completed successfully. Through follow-up, it was learned that the scrub technician fully hydrated with balanced salt solution (bss), the lens was advanced as normal with no issue, and after fully inserting the iol, the surgeon noticed the front haptic was snapped off the optic. The lens was then removed and replaced in the same procedure with another johnson and johnson iol (same model and diopter). There was no patient injury. No medical or surgical interventions were indicated. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: mar 10, 2023 section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Visual inspection under magnification of the lens revealed that it was received cut in half and had both haptics missing. The lens was cleaned and, an edge chip could be observed as well as a scratch on the optic. The complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.